Event description:
It was reported that the insulin pump alarmed sensor error. It was also reported that the insulin pump alarmed button error. As a result, customer reported having a hypoglycemia episode and paramedics had to be called to resuscitate the customer. Customer was, then, taken to the emergency room. Customer's blood glucose reading was 89 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.